Manufacturer narrative:
Evaluation results: inherent risk of procedure -allergic reaction, the root cause of the reported reaction cannot be determined. Evaluation conclusion: no conclusion can be drawn-the root cause of the reported reaction cannot be determined. (B)(4).

Event description:
The patient had 3 resolute integrity drug eluting stents implanted. Approximately 45 days post the index procedure, the patient experienced severe reactions including headaches, nausea, joint pain and shortness of breath. The patient's physician plans to check the patient for angina symptoms and believes the reaction was not related to the device or drug coating.